Manufacturer narrative:
The customer confirmed that the device will not be returned for further evaluation; therefore a definitive root cause could not be determined and corrective or preventive action is not indicated at this time. However, the customer was sent a copy of the technical service manual and IFU, as well as an advise about the error. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available."

Event description:
The customer reported to vyaire medical that after 5 minutes of power on, the avea ventilator alerts for a safety valve and becomes inoperable. The issue occurred during patient-use and the patient was transferred to another ventilator. The customer confirmed that there was no patient harm associated with the reported event.